Event description:
Tip broke off drill bit shaft inside acetabulum. Drill bit is stuck in bone; not able to retrieve. A drill guide was being used and surgeon was drilling the lateral 10:00 area. There are currently no plans for a second surgery; the tip will remain in the patient.

Manufacturer narrative:
The device has not been returned for evaluation. (B)(4)